Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported tat the cartridge tubing separated from the cartridge. Reportedly, the tubing broke about 1/4 of an inch from where the tubing connected to the cartridge. Blood glucose was 52 mg/dl. The customer went to the emergency room (ER) and was treated with glucose as well as dextrose via intravenous drip. Customer left ER 10 hours later with a bg of 202 mg/dl.